Event description:
While placing a stent, the basix inflation device appeared to leak at the stopcock. The physician had to remove and replace the device in order to complete deployment of stent. There was no pt or clinician harm or injury as a result of this event.